Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable, clamp tubing. It was reported the pump alarmed three times during the night and the alarm always resolved once the pump was stopped, however the alarm reportedly returns within a couple of hours. Per reporter residual volume was: 14.6, rate 2 and 77.45 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).